Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned stretched in one piece for analysis. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead due to friction to another device or feature of the heart. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2023-14046 and 2017865-2023-14048. The patient presented into the emergency room after experiencing multiple episodes of syncope and falling. Upon investigation, episodes of noise resulting in oversensing were observed. It is unknown if these episodes were due to the device, right atrial (ra) lead, or right ventricular (rv) lead. The device, ra lead, and rv lead were all explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.